Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max rv pace=336 to 1056 ohms peak between (B)(6) 2010 and (B)(6) 2011. One - patient alert out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was reported that the lead's pacing impedance and thresholds increased. The pacing output was increased to allow for a safety margin and the lead remains in use. It was further reported that the lead's pacing impedance and thresholds continue to rise. No patient complications have been reported as a result of this event. It was further reported that the lead impedance continued to rise, had high thresholds and the patient had exit block. The patient was cancelled for a ventricular tachycardia (vt) ablation due to no safety margin for pacing in case of heart block during the case. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max rv pace=336 to 1056 ohms peak between (B)(4)-2010 and (B)(4)-2011. A 1 - patient alert out of tolerance subthreshold lead impedance on (B)(4)-2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Weekly pace measurement log data shows a gradual increase for min and max rv pace=336 to 1056 ohms peak between (B)(6) 2010 and (B)(6) 2011. 1 - patient alert out of tolerance subthreshold lead impedance on (B)(6) 2011.

Event description:
It was reported that the lead's pacing impedance and thresholds increased. The pacing output was increased to allow for a safety margin and the lead remains in use. It was further reported that the lead's pacing impedance and thresholds continue to rise. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead's pacing impedance and thresholds increased. The pacing output was increased to allow for a safety margin and the lead remains in use. No patient complications have been reported as a result of this event.